Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the visit, fse ran the macro cup transfer test to reproduce the error and the error occurred. Fse cleaned and lubricated x-axis guide rails, cup claws, and the cup presence sensor. Fse then verified the alignments for x-axis cup transfer assembly. Fse then ran macro cup transfer evaluation without any errors. Fse also ran the daily check and quality controls (qc) with the customer without any errors. Fse returned two days later and found that the x-axis c-trans assembly was out of alignment. Fse adjusted the x c-trans assembly alignment to the bf table. Fse verified wash probe alignments and verified cup transfer evaluation with macro tests and quality controls (qc). The instrument was working as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07-aug-2017 through aware date (B)(6) 2018. There were no similar complaints found. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2180] x-axis cup transfer cup detection failure cause : the s082 cup-gripping sensor failed to detect a cup before the cup pickup operation. The measurement result will be flagged (mf flag or se flag). Solution : contact tosoh service center or local representatives. The most probable cause of the 2180 x-axis cup transfer cup transfer cup detection failure error messages was due to misalignment of x-cup transfer assembly.

Event description:
A customer reported error 2180 x-axis cup transfer cup detection failure with the aia-2000st instrument. The customer tried rebooting and performed a version up without any changes. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.